Manufacturer narrative:
For the investigation the logfile was analyzed. The described ventilator shutdown could be confirmed. On the reported date of event a reboot of the therapy control unit m16.2 was recorded in the logs. After approx. 13 seconds the device returned to operation. The user switched to standby and started a system test in the following. After successful completion, the therapy was continued without any further issues. In general, in case of a reset of the processors of the therapy control unit m16, therapy is discontinued for a maximum of 15 seconds, before therapy will be resumed with the latest valid settings as it was in this case. If for any reasons therapy was not restarted within 15 seconds an acoustical alarm will be given. It was concluded that the root cause for the reported symptom was a communication interrupt between the processors of the therapy control unit m16.2. A reset was triggered autonomously as specified. The system resumed therapy with the latest valid settings after the reset. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that during induction of anesthesia for a surgery, touch panel of perseus 500 no longer responded. After a short while, the screen blacked out and performed a reboot. No injury was reported.

Event description:
It was reported that during induction of anesthesia for a surgery, touch panel of perseus 500 no longer responded. After a short while, the screen blacked out and performed a reboot. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.